Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not available for evaluation, however a picture was provided. Photographic inspection identified what appeared to be diluted blood backed up to the clamp, however the inspection was unable to identify any product nonconformances. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a onelink catheter extension set had blood reflux up into the extension set during infusion. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.